Manufacturer narrative:
Depuy considers this complaint closed.

Event description:
Reason for revision: broken femoral sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Photos of the explanted devices show the sleeve fractured circumferentially near the threaded connection with the universal stem. X-rays show the universal stem proximally contacted the anterior femoral cortex with indications of increased bone remodeling at that area. Contact and significant remodeling are also present at the medial cortex at the proximal end of the universal stem. In the a-p view, there is a layer of radiolucency at the implant/bone interface at the stepped geometry on the lateral side of the sleeve. This may indicate poor fixation at this face, however there is no additional x-ray from a prior time period to make a chronological comparison of device positioning. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.